Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed. Analysis indicated the inner insulation of the lead became breached due to a rupture while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra exhibited a lead impedance warning.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that oversensing causing mode switches was noted on the right atrial (ra) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.